Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis for left heart cath procedure. The procedure was delayed 45 minutes and completed by moving the patient to a different room at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's monitor was unable to display the live image. Upon troubleshooting, the philips remote service engineer (rse) rebooted the system, but the issue persisted. Logs showed repeated startup errors from the suite pc (sessionmanager: process crashed), indicating corrupt software. The rse recommended replacing the suite pc and requested onsite visit. The philips field service engineer (fse) reviewed the system log file, ran diagnostic hardware tests, and checked both internal and external connections of the suite pc, and due to multiple system crashes and reboots fse found issue with suite pc. To resolve the issue, the fse replaced the suite pc and reloaded the software. The defective part was sent for analysis, for suite pc no failure was found. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.